Manufacturer narrative:
Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, the patient had their left stemless anatomic shoulder with caged glenoid revised to a competitor's reverse shoulder. There were signs of polyethylene wear on the caged glenoid and the central cage separated from the caged glenoid. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.